Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software and performed the device evaluation. The ventilator passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt), the device operated within the manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) central processing unit (cpu) and the breath delivery unit (bdu). The malfunction did not occur during pt use.